Event description:
It was reported that this pacemaker system was exhibiting loss of capture. The patient was in cardiac arrest and was taken to the intensive care unit. Technical services (ts) was consulted and reviewed several episodes. Electromagnetic interference (emi) was also suspected, and right ventricular (rv) lead oversensing was noted. In addition, a decrease in right atrial (ra) lead and rv lead impedance were noted. There was noise and three seconds of brady pacing not delivered when required were seen. Evaluation options were provided. This pacemaker system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).